Manufacturer narrative:
The initial reporter was the getinge technician. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 25th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. Based on photographic evidence paint and label were chipping from arm and dust covers were missing from arms. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 25th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. Based on photographic evidence paint and label were chipping from arm and covers were missing from arms. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. Getinge became aware of an issue with one of surgical light ¿ powerled 500. Based on photographic evidence paint and label were chipping from fork and covers were missing from spring arms. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. The available information indicates that upon the event occurrence the device was not being used for patient treatment. Parts related to the spring arm issue have been replaced (ard567910901-spring arm a2 fc3 15-21kg, ard367501900-spring arm 567501286 rear cover-ral9016, hm56053311-spring arm ac2000 df dust cover). When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling, missing cover or torn label on powerled and hled surgical lights, there was one event which led to the serious injury and it was related to paint chipping problem. Comparing the number of claimed devices to the number of sold devices worldwide, we can conclude that the failure ratio is high for paint peeling, moderate for missing covers from the spring arms and low for label chipping off. A root cause analysis was performed by subject matter experts, and it was established that the fall of plastic cover is due to an inappropriate use. The operating manual for powerled (powerled¿s IFU 01581 rev. 9, pages 27-29), includes the instructions to pre-position the arms prior to use, in order to prevent damages. Additionally, the users are requested to pay attention to cracks in plastic parts according to powerled user manual (powerled¿s IFU 01581 rev. 9, pages 20-22). A root cause analysis for paint peeling problem was also performed by subject matter experts at the manufacturing site, who concluded that: all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts or collisions (abnormal use). The operating manual (powerled¿s IFU 01581 rev. 9, pages 27-29) includes the instructions to pre-position the arms prior to use, in order to prevent damages. Correctly positioning the light before each operation will limit the chances of it coming into contact with other objects. To prevent any similar incident, it is recommended to avoid collisions between devices (powerled¿s IFU 01581 rev. 9, pages 27-29). Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Regarding the label peeling, it was established by the subject matter experts at maquet sas, that the most probable root cause of torn label is an excessive friction during cleaning or inappropriate cleaning products. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks devices (powerled¿s IFU 01581 rev. 9, pages 20-22). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 25th may, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. Based on photographic evidence paint and label were chipping from arm and covers were missing from arms. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. Based on photographic evidence paint and label were chipping from arm and dust covers were missing from arms. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.